Event description:
The customer reported that she had high (>500 mg/dl) blood glucose levels so she went to the hospital. She was monitored and given fluids and IV drip. The hospital did not make her remove the pod. The customer stated that her blood glucose levels did go down before she was admitted to the hospital, and there was nothing unusual with the pod to her knowledge. The bg levels she provided are as follows: high (no time given) 10:43am - 311 mg/dl. 5:34pm 160 mg/dl.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. Lot qualification records were reviewed and the product lot met all acceptance criteria.